Event description:
A customer reported severe bubbles from the irrigation line during surgery. The product was exchanged and the procedure was completed with no harm to the patient.

Manufacturer narrative:
A sample is not expected to be returned for investigation. A root cause has not been identified. (B)(4).